Event description:
The servoi works only with o2. When 21% is selected, the equipment is not ventilating. No pt injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility provides product failure investigation, analysis and resolution for the device described in this report.